Manufacturer narrative:
Unit passed displacement test, self-test, off no power test, and unexpected restart error test. Unit alarmed compromised force sensor system during basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform occlusion test, prime/compromised force sensor system test, and excessive no delivery test due to compromised force sensor system alarm. Unable to confirm prime or fill anomaly due to compromised force sensor system alarm. All operating currents are within specification. Unit was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 376 mg/dl. The customer was unable to exit the preparing to prime loop. The customer treated his blood glucose level with shots. The insulin pump got stuck in the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.